Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service log found the customer comment of connection issues and a crash was confirmed due to being on an incompatible ios version. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application displayed an option to disconnect from the patient connector followed by a white screen when attempting to do a test during interrogation. It was noted that prior to interrogation the patient connector and mobile programmer appeared connected, however the mobile programmer application stated connecting and not connected even when toggling through the pair new connector options and displayed an option at the bottom of the screen to disconnect. Furthermore, it was noted that after initiating interrogation and attempting to perform a test in session interrogation failed requiring an alternative mobile programmer application system to complete interrogation. Troubleshooting steps were taken on the initial mobile programmer application to include performing an uninstall and reinstall of the mobile programmer application, however the mobile programmer then displayed the disconnect option followed by the white screen when attempting to perform a test. Further troubleshooting steps were taken to include clearing the mobile programmer application and using an alternative patient connector, however the mobile programmer application generated an error message indicating that the host tablet operating system software version was incompatible with the mobile programmer application version. Additional troubleshooting steps were advised to include updating the host table operating system version with an aim to resolving the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.